Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was also noted that the grommet was damaged, and the setscrew was rounded and had foreign material.

Event description:
It was reported that one day post-op the implantable pulse generator (ipg) was interrogated and high impedance and no capture were noted on the ventricular lead. The lead was removed from the device header and tested "good." When they attempted to place the lead back in the header they could not confirm that the setscrew was well seated. The ipg was replaced. No patient complications have been reported as a result of this event.